Manufacturer narrative:
(B)(4).

Event description:
It was reported that the threshold was missing. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. No injury or medical intervention was reported.